Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. The subject was not returned for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported to the patient registry that a 25mm 3300tfx pericardial aortic valve was explanted after an implant duration of three (3) years, 10 months due to valve dehiscence causing paravalvular leak. The explanted device was replaced with another 25mm 3300tfx pericardial aortic valve. Per the medical records, the patient developed a paravalvular leak and with the recent increase in size of the aortic root as well as the decrease in left ventricular function and left ventricular dilatation. A transverse aortotomy was performed. The aortic valve had dehisced by about 2mm under the left coronary and about 3mm into the right coronary sinus. The valve was explanted. Left and right coronary sinus buttons were developed and retracted. Aortic root replacement was performed. Pledgeted sutures were placed towards the left ventricular outflow tract to circumscribe the annulus. The sutures were passed through a 30mm sinus of valsalva graft and sewn onto the 25mm 3300tfx. The valve sutures were then passed through the skirt of the valve. All sutures were tied and cut. CABG x1 with reverse saphenous vein graft to the right coronary artery, and endoscopic harvest of vein left lower extremity was performed. The patient was weaned off cardiopulmonary bypass successfully. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #1, the patient was extubated and hemodynamically stable off vasopressor support. Over the course of the new few days, the patient continued to require temporary pacemaker and the patient was evaluated by the ep service. Due to complete heart block, a permanent pacemaker was implanted on pod #6. The patient was deemed stable for discharge home on pod #11.